Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's facility administrator (fa) reported that a fresenius combiset bloodline had blood back up to the venous transducer during a patient¿s hemodialysis (hd) treatment. Additionally, the transducer on the arterial line dropped more to almost empty. Upon follow up, the fa said that the issue has caused the bloodline to clot. An external leak was also observed. The patient¿s estimated blood loss (ebl) was 5ml. The machine, a fresenius 2008t hemodialysis machine, alarmed appropriately with an unknown alarm. A fresenius dialyzer was in use. There were no issues during priming. There was no defect or damaged noted during set up. There were no loose connections. There were no changes in pressure during treatment. There was no patient serious injury or medical intervention required due to this event. The patient was restarted on the same machine and treatment completed successfully after replacing the transducer. The complaint device is not available to be returned to the manufacturer for evaluation.